Manufacturer narrative:
(B)(4). The customer notified physio-control that the device will not be repaired and has been removed from service. The device was not returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device would power on by itself and continuously attempt to boot up without completing the boot process. The device may not be able to be used to deliver defibrillation energy if needed. The customer additionally indicated that the device was unable to exit AED mode when the lead key was pressed.  There was no patient use associated with this event.